Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿signal interference¿ alarm was not confirmed. The centrimag console (serial number: (B)(6) was not returned for analysis, and no log files were provided. Available information for this event indicates that the issue resolved after exchanging the console, and that the console was able to function as intended when tested again several hours later. Questions regarding further information for the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. Review of the device history record for centrimag 2nd gen. Primary console, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the console was in use during implant. The console showed "signal interference." The motor and flow probes were exchanged and did not resolve the issue. The console was exchanged and condition resolved. It was noted that the disposable tubing was replaced when the motor and probe were swapped out. The device was run with no issues.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.